Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock when smart pass was off. Smart pass was re-enabled but then disabled again. It was noted that the amplitude had changed. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device system remains in service. Additional information was received that this patient received additional inappropriate shocks in primary vector. Ts discussed options including re screening this patient. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock when smart pass was off. Smart pass was re-enabled but then disabled again. It was noted that the amplitude had changed. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device system remains in service. Additional information was received that this patient received additional inappropriate shocks in primary vector. Ts discussed options including re screening this patient. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD therapy had previously been turned off due to p wave oversensing. This patient then underwent a heart transplant in which the electrode was cut during the procedure. Ts walked the field representative through disabling the beeper function. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.